Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, adjust belt messages) has been confirmed. Upon investigation the electrode belt cable connecting ECG a and ECG b was cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.